Manufacturer narrative:
Additional information received indicated that a stent was placed prior to the reported event. The balloon did not burst prior to the reported product issue. The stent was post-dilated successfully. The physician believes he accessed/wired the lesion through a cell of the stent and that the separation occurred during withdrawal of the balloon catheter. The event date was also updated/corrected to (B)(6) 2013. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the affiliate, the balloon of an aviator 6.0 x 40 142cm balloon catheter sheared off of the delivery system after angioplasty to the right common femoral artery and was stented into the wall of the artery. There was no reported patient injury. To approach the target lesion the catheter passed through a stent implanted in the iliac artery, which had been placed in a previous procedure. During withdrawal of the balloon catheter, the balloon separated. A stent was placed and post-dilated successfully when securing the piece of the balloon to the vessel wall. The physician believes he accessed/wired the lesion through a cell of the stent and that the separation occurred during withdrawal of the balloon catheter. The balloon did not burst prior to the separation. Fal: the product was returned for inspection. One non sterile catheter aviator plus .014 6.0x40 142cm was received coiled in a plastic bag. The balloon was separated with the separation point located between the marker bands. The balloon was not received with the rest of the catheter. An unknown wire was exposed in the distal section. Sem analysis results showed that the wire presented evidence of reverse bending conditions. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to the application of fluctuating stresses that are much lower than the stress required to cause failure during a single application of stress. Fatigue is a problem that can affect any part or component that moves. Cutting, as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. Also, some elongations were found at the rupture zone and the guidewire lumen presented elongations. There is no evidence of tool marks in the analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon separation reported by the customer was confirmed; however, the exact cause of the failure could not be conclusively determined. Based on the information available for review, there are procedural factors (insertion/withdrawal through a previously placed stent) which may have contributed to the difficulties experienced by the customer. As noted in the event description "the physician believes he accessed/wired the lesion through a cell of the previously placed stent" which may have caused difficulty during withdrawal of the device as evidenced by elongations of the guidewire lumen as well as at the point of separation. Neither the analysis nor the information available suggest that the difficulty experienced is manufacturing related; therefore, no corrective action will be taken.

Event description:
The report received from the field indicated that the balloon of the 142 cm. Aviator 6.0 x 40 balloon catheter/bc sheared off of the delivery system and had to be stented into the wall of the artery. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15638844 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.